Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer experienced hyperglycemia with blood glucose value of 200 mg/dl. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed. The sensor glucose value was 50 mg/dl, while the blood glucose value was 195 mg/dl, the difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (50 mg/d), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 70 mg/dl. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.